Event description:
The customer reported the generation of erroneously low sodium (na) and high chloride (cl) patient results with anion gap issues on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the probable cause of this event. The fse replaced the solenoid valve, ion-selective electrolyte (ise) mix motor, ise data board, na electrode, potassium electrode and cl electrode which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).